Event description:
Follow up information identified the physician explanted the patient¿s ipg and replaced it with a new model. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The event date is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming attempts were unsuccessful. The patient stated the device only worked if her spine was ¿straight.¿ the patient may be awaiting surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.